Manufacturer narrative:
Evaluation: results: complaint was visually confirmed for "lead broken/fractured." As received, the lead had breakage with all wires broken. The lead appeared to be subjected to stress while implanted in the patient's body. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation following an automobile accident. Surgical intervention was undertaken to address this issue. Intraoperative testing revealed invalid impedance measurements for all lead contacts and visual inspection of the device found bends in two areas. As such, the patient's lead was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.